Event description:
It was reported that the clinician experienced an issue with the peel-away sheath tabs breaking off while in use. The clinician had to grab the sheath body to remove it from the pt. There was no delay in treatment and no pt death or complication reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. However, a review of manufacturing records was performed and there was a potentially relevant finding. Therefore, the probable cause is manufacturing related. Further investigation of this issue has been initiated.

Manufacturer narrative:
(B)(4). It was noted that this issue has occurred nine times and the clinician feels that they were this lot number only and has not an issue with other lot numbers. The other eight events have been reported separately. No sample will be returned for eval.